Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second and third device were used with the same results. A fourth proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The additional perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, cuffs, link, needle tip and monofilament were not returned with the device, which may have aided in the investigation. The body of the device including, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported event. The reported event could not be verified or confirmed, because only the body of the device was returned. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The most probable cause for the posterior cuff miss may have been due to needle deflection during plunger deployment from an interaction with human tissue/calcification or failure to position and maintain the device at a 45 degree angle throughout deployment; however, no conclusive cause could be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.